Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiorgan failure. The patient was palliated and passed away on (B)(6) 2023. Although the death was not device related and the device was working as expected a cause was not provided.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and will be reported under manufacturer reference number 2916596-2023-07247.